Event description:
I had a partial glossectomy performed on (B)(6) 2025 and had a restrata synthetic electrospun fiber matrix sheet placed over the open wound. On (B)(6) 2025, I messaged my surgeon to let him know that I was concerned about the restrata sheet because it had black spots on it, small pieces of it were coming off and I was swallowing them, and it smelled badly. The next day, (B)(6), I messaged again to alert him that my tongue (where the patch was adhered) was bleeding "a little bit". About an hour later, the restrata sheet completely sloughed off of my tongue in a large chunk. I spit it out in the sink, and immediately began bleeding profusely from my tongue. I called 911, and was rushed to the hospital where they stopped the bleeding. They then transported me to another hospital to have emergency surgery to fix a ruptured artery in my tongue. I was told that the restrata sheet had ripped out a stitch when it sloughed off, and that is what caused the bleeding. I had to have two blood transfusions on top of the emergency surgery, and was told that had I not gotten to the hospital in good time, I would not have survived the blood loss. At no time before my initial surgery was, I told that the restrata sheet could slough off and rip out stitches, causing life-threatening bleeding episodes and emergency repair surgery. At no time was I told that the restrata sheet could potentially come apart in small pieces, turn black, or emit a foul odor. I was told that the sheet was "fully resorbable", and that it would resorb within 3-4 weeks. The sheet failed within one week. This should never have happened.